Event description:
Patient's father contacted dexcom technical support on (B)(6)2015 to report a hardware error code displayed on receiver on (B)(6)2015. Patient's father reset the receiver and it did not resolve the issue. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).